Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
It was reported: ¿spo2 was off when compared to a rad 5v by around 10-15%. Radius 7 disconnect as well" no consequences or impact to patient was reported.